Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 05, 2014 ¿ december 08, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, approximately 5.45 mm in length, sitting on the filter inside the reservoir. The particle was in the fluid pathway. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white particle on the filter of a large volume infusor device. This observation was made after compounding the device with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.